Event description:
It was reported that the patient presented to the hospital. Upon review, the atrial lead exhibited noise and low pacing impedance. The lead was explanted and replaced. There were no patient consequences.